Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an extraction procedure of a competitor right ventricular (rv) lead, the newly placed lead was inadvertently damaged and possibly fractured. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.